Manufacturer narrative:
The reported events of ¿elevated capture threshold¿, high impedance, and intermittent capture thresholds were confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The low voltage impedance test was not able to be performed due to the ¿as received¿ condition of the lead portion. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the elevated, intermittent capture thresholds and the high impedance as indicated on the device session records. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient was asymptomatic. It was noted that the right ventricular lead exhibited intermittent capture, elevated capture thresholds and elevated pacing impedance. The lead was explanted and replaced. There were no complications. The patient was stable before, during, and after procedure.